Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified opening on posterior and brown particles in the shell. The device was underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior and stress marks.based on the device analysis the final assessment is a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Explant physician reported left side leakage of implant. Device explanted and replaced.

Event description:
Explant physician reported left side leakage of implant. Device explanted and replaced.

Manufacturer narrative:
Tel: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.